Manufacturer narrative:
Article: mechanical thrombectomy with stent retrievers in acute basilar artery occlusion¿, ajnr am j neuroradio, 2013 nov 28. Information regarding age, gender and weight were not provided. Concomitant medications included intravenous rtpa. Additional information will be submitted within 30 days of receipt.

Event description:
As reported in a german literature article (mohlenbrach, m. Et al, ¿mechanical thrombectomy with stent retrievers in acute basilar artery occlusion¿, ajnr am j neuroradio, 2013 nov 28) a patient with acute basilar artery occlusion and acute ischemic stroke experienced a dissection of the v2 segment of the vertebral artery during treatment with a solitaire fr thrombectomy device. An envoy guiding catheter was used during the procedure (study patient #19). The patient¿s baseline tici was 1 and tici at end point tici was 2b. Baseline nhiss score was 37 and discharge nhiss was 8. There had been two passes with the solitaire fr and no stents had been placed. The patient had been treated with intravenous rtpa. No concomitant medications were reported.

Manufacturer narrative:
Additional information received 01/30/2014: the physician indicated that dissection was a known adverse event associated with envoy catheters. No additional information could be obtained. Complaint conclusion: as reported in a german literature article (mohlenbrach, m. Et al, ¿mechanical thrombectomy with stent retrievers in acute basilar artery occlusion¿, ajnr am j neuroradio, 2013 nov 28) a patient with acute basilar artery occlusion and acute ischemic stroke experienced a dissection of the v2 segment of the vertebral artery during treatment with a solitaire fr thrombectomy device. An envoy guiding catheter was used during the procedure (study patient #19). The patient¿s baseline tici was 1 and tici at end point tici was 2b. Baseline nhiss score was 37 and discharge nhiss was 8. There had been two passes with the solitaire fr and no stents had been placed. The patient had been treated with intravenous rtpa. No concomitant medications were reported. No additional information could be obtained. The devices were not returned for analysis. In addition, the sterile lot numbers were not provided, therefore, a review of the manufacturing documentation could not be conducted. Arterial dissection is a known possible adverse event that may complicate an endovascular procedure and is listed in the instructions for use as a possible complications. Clinical and procedural factors including vessel characteristics, tortuosity, device selection, and manipulation of devices within the artyer are all factors that may contributed to the reported event. With review of the reported information, there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.